Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found.

Event description:
Implant attempt - would sense in atrial chamber, but would not track. The device was not implanted. No patient complications have been reported as a result of this event.